Event description:
Related manufacturer reference number: 2017865-2021-17201. It was reported that the patient presented for removal of the implantable cardioverter defibrillator due to an infection of unknown etiology. The device explanted and replaced and the left ventricular lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for removal of the implantable cardioverter defibrillator due to an infection of unknown etiology. The device was explanted and replaced. The patient was in stable condition.